Event description:
It ws reported that during a percutaneous dilation procedure for aortic stenosis, tamponade occurred. The patient had a pericardial drainage procedure. Cardiopulmonary resuscitation was performed. It is unclear whether the physician considers that the tamponade may have been caused directly by the pacel catheter or whether another device used during the procedure may have caused the event. The patient was transferred to intensive care unit (ICU).

Manufacturer narrative:
No product was returned for evaluation; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The pacel bipolar pacing catheter instruction for use states possible complications that can occur when using the catheter are arrhythmias, endocarditis, pneumothorax, cardiac perforation, cardiac tamponade, nerve stimulation, sepsis/infection, thrombosis/thrombophlebitis, phlebitis, arterio venous fistula formation and damage to vessel or valve structure.